Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leakage was found with the bd plastipack¿ 10 ml syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation: it was performed the DHR, quality notification and maintenance analysis and the maintenance order sap# (B)(4) potentially related to the defect was observed. The sample sent by the customer was verified and it was possible observe barrel cracked. The probable cause for the defect is related to a barrel jam at machine assembly, allowing the damage product flow of the process. To correct the defect it will be performed the maintenance order sap# (B)(4) concluded at 12/jul/2017.